Event description:
It was reported that a patient underwent a right ankle ligamentous repair procedure on (B)(6) 2005 and suture was used. A couple days after the procedure, the patient developed spontaneous onset of increased pain, swelling, nausea, vomiting, and fever. The patient was readmitted and was sent back to the operating room. The patient was diagnosed with compartment syndrome. The surgeon opines this was precipitated by an allergic reaction to the suture. Since the initial procedure, the patient has undergone one fasciotomy procedure, three incision and drainage procedures, and two reconstruction procedures on (B)(6) 2009 and in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).